Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: 5015356. Common device name: lead, model;3186, UDI: (B)(4) ,serial: (B)(4), batch: 5094484. Common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: 5094484.

Event description:
It was reported the patient¿s lead had become superficial. Surgical intervention was undertaken on (B)(6) 2022 wherein it was repositioned. Therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.